Manufacturer narrative:
The technician found the left push handle not functioning properly. The cause is unk at this time. The technician replaced the intellidrive left push handle to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported that when the intellidrive is activated and pushed forward the bed goes in reverse. The bed was located in engineering at the facility. There was no pt/user injury reported. (B)(4).